Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. It was not known if ipg was placed in surgery mode. A manufacturer representative met with the patient to repair but was unsuccessful, deeming the ipg to be inoperable. Surgical intervention may be anticipated at a later date.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.